Event description:
It was reported that the customer's insulin pump was cracked at the screen. The customer's blood glucose was 115 mg/dl. The customer stated that she had to also change the battery in the insulin pump multiple times within a month. The customer's doctor advised that she obtain a replacement insulin pump. Troubleshooting was done. The customer stated that the damage occurred when the insulin pump hit a kitchen drawer. The customer mentioned that the battery cap was stripping and difficult to remove. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with stripped battery cap at the coin slot, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip. No crack was noted on the display window or glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.